Event description:
On (B)(6) 2023 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient noticed an increase in stoma site discharge in (B)(6) 2024 and was admitted to the hospital on (B)(6) 2024. A cat scan confirmed buried bumper syndrome and a stoma site infection. Patient was given an unknown intravenous antibiotic. On (B)(6) 2024 the peg and j tubes were removed and a new peg tube on a different site was inserted. The intestinal tube is yet to be inserted. Patient was discharged on (B)(6) 2024. The old stoma site is closed with only some redness.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection and a buried bumper syndrome are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.